Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service and a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needed replaced to address the issue. During additional testing at a third party service center, the device failed a test step during testing. The flow sensor assembly needs replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm, or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs replaced to address the issue.